Manufacturer narrative:
Additional information provided by the clinical research specialist, indicated that the sapien valve had dislodged from the stented pulmonary conduit. In this case, since the wire was still placed, the balloon was able to re-capture the valve and place it in the ivc where it was fixed with more than one stent due to the elasticity of the vein. All in all, when this was fixed, another valve was introduced and the procedure was able to be performed successfully. The patient outcome was noted to be in stable condition. The edwards sapien transcatheter heart valve (thv), retroflex delivery system and accessories are indicated in the EU for use in symptomatic patients with a regurgitant pulmonary valved conduit with or without stenosis. Per the sapien valve instructions for use (IFU) and the sapien pulmonic transcatheter heart valve (thv) training guide, device embolization and acute device migration or malposition requiring intervention are known potential complications associated with the procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The training guide cautions that the thv should be positioned completely within any previously placed stents and placement of the thv proximal to a stenosis can result in proximal movement of the thv. For placement proximal to stenotic lesions, ensure that there is a sufficient landing zone to allow proximal movement of the thv during deployment. Additionally it is noted that incremental inflation of the delivery system balloon may allow for a more controlled positioning of the thv in this case, the exact cause for the reported incident is unknown. It was reported that to avoid the stenotic portion of the conduit the valve had to be placed on the outflow end within the stenotic section. It is possible that patient (stenotic conduit) and procedural (inflation and positioning) factors caused or contributed to the dislodgement of the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported through the premier clinical trial that during the implantation of the edwards sapien transcatheter heart valve in the pulmonic position, the valve "dislodged." Procedural details are not yet available; however, the dislodged valve was able to be implanted in the patient's inferior vena cava (ivc). A second valve was then successfully deployed in the pulmonic position.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A design history record (DHR) review was not performed or required as there was no allegation of a device malfunction. The investigation is currently underway.